Manufacturer narrative:
Two (2) photos were returned by the customer showing the product in a sealed bag. No leakage was visible. No samples were returned for investigation. The reported complaint could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot: 5934289 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated that the open/close valve on the photophobic set leaked when dripping drugs. As the photophobic set is used to drip chemotherapy drugs, there is a safety concern. Medical supplies that have used chemotherapy drugs should be carefully checked. There was unknown patient involvement and unknown patient harm.